Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of alarm history found record of the reported call service alarm which was related to post delivery motor power supply faults. Caps were not returned. Using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without any incidences. Electrical current draws were within specifications. Pump casing was opened and no evidence of moisture intrusion or loose component was found. No intermittent conditions were found with the motor regulator.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue with multiple replace battery alarms in the past 30 days. Reportedly, the correct battery type was used and the setting on the pump matches the battery type. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.